Event description:
It was reported that during a da vinci-assisted esophagectomy transthoracic surgical procedure, fenestrated bipolar forceps instrument coagulation was defective. The customer used a backup instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument failed an electrical continuity test. No signs of thermal damage were observed. The complaint regarding defective bipolar coagulation was confirmed by failure analysis.